Event description:
Medtronic infuse bone graft recombinant human bone morphogenetic protein (rhbmp) was used in my upper cervical spine and caused a coma with infection and spinal "cleberal" meningitis. The event was reported. Medtronic ignored the report and did not take action. "It harms pts to have biased and corrupted research published. It harms pts to have unaccountable (B)(6)." (B)(6) tue, (B)(6) 2011 read more: (B)(6).